Event description:
Caller reported a cgm error and was experiencing issues with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after performing the reset, the caller successfully started their sensor session without encountering the error again.